Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, doctor noticed there was a divot on the lens. The lens was implanted but not explanted. The doctor stated there was not enough to have effect on the vision of the patient and there was patient contact. The procedure completed on the same day. Additional information has been requested.